Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. On 2020-02-13, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.